Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the biomed, when the e08 alarm appeared, he noticed the breaker was pooped. He reset the breaker, the unit ran fine then he saw an eoe error. He restarted the unit and then saw an eod error. The biomed tested the heater coil resistance (ohms) on heating and that passed. He then ran it again and gave more errors. To the biomed, the sound and error messages were the same as what happened with unit before it was changed out as part of a prior recall in 2010. The field service rep (fsr) tested the heater and found that the resistance was in specification and not the cause of the error codes. Additional investigation found a defective valve was cause the reported issue.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, that while trying to run side a on the heater coller, the customer saw the following code "e08" at that time. He was hearing a grinding noise before the "wrench alarm" appeared and then error "e08" flashed. Other error messages during troubleshooting were "eoe" and "eod". Side b of the heater cooler unit ran fine and was fully functional. Since the event occurred during preventative maintenance, there was no pt involvement.